Event description:
It was reported the procedure was being performed on (B)(6) female patient, in the intensive care unit. The catheter was placed into the patient's right axillary vein without complications. After day three of the catheter placement, the ICU nurse noticed in the morning that the distal lumen would not flush or withdraw blood. The physician decided the best option was to perform an over the wire catheter exchange. The catheter was cut in half to insert the spring wire guide to start the catheter exchange. The spring wire guide would not pass through the distal lumen. He then tried an argon nitinol wire with floppy tip but it would not pass through the distal lumen. He then passed the nitinol wire with floppy tip through the side port. The wire passed and exited through the side skive allowing the catheter to be removed. On removal of the catheter, both ends of the nitinol wire were exiting through the insertion site with the middle section of the wire remaining in the patient. When pulling on one end of the wire, the wire did not budge. At which point, a second physician scrubbed in. He then gently pushed on one end of the wire while gently pulling on the other end. During this motion, the center section of the wire came out of the patient. The physician felt as if some tissue was ripped during this process, however, there was no bleeding. All access was lost. The second physician started a new central line insertion for access. The new catheter was placed in the right axillary vein successfully. There was a delay in treatment with no patient harm and no patient death or complication reported. Follow up information states the hospitals flushing protocol is the catheter is flushed every 12 hours: step 1 - normal saline 10cc each lumen, step 2 - 2cc of help 10 units per ml, step 3 - 10 cc of normal saline and then clamped. When patient is on tpn, the catheter is flushed with normal saline between bag exchange.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.